Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes, on (B)(6) 2026, when trying change, the tubing as they were not having any site issues but that tubing itself became detached from lure lock, they noticed that patient¿s glucose was high 398 mg/dl. Pss confirmed pwd does not need emergency services at this time. Patient wears pump in a pump pouch so when it was removed from pouch tubing was noticed no longer attached to lure lock but that lure lock was still attached to cassette. Patient¿s father and mother stated they noticed a bubble in the tubing and wondered if the tubing was faulty. Pss advised the patient¿s father that if tubing needed to be primed, they needed to also change cassette. Patient¿s family stated they would lose 60 units of insulin. Patient was able to change cassette and infusion set and they stated that they would be giving a manual injection of fiasp. Patient¿s father then reported that on (B)(6) 2026 that they had a similar event where the patient¿s glucose was high 589 mg/dl. Pss confirmed that patient did not need emergency services at that time. Patient reported that they checked site and noticed the adhesive was soaked in insulin. Patient did not receive any alarms. The patient changed site and infusion set and delivered a manual injection of fiasp. Pwds father reported that they had no issues with insertion either time or did not receive any alarms. Pss discussed site location and found both were in the upper buttocks area. The patient did not tug or pull-on sites. The event occurred during infusion and the operator of the device was the lay user/patient. The issue was resolved.

Manufacturer narrative:
D3 - MFR establishment name, d4 - primary UDI number, h3 and h6 codes: updated product received date: 4/17/2026. The suspect product was returned for evaluation. Visual inspection of the product showed that the upstream luer was separated from the tubing. An infusion site was also returned with its adhesive pad and flange present. The cannula was observed to be bent. No other damages or anomalies were observed. The lot history review was unable to be performed as no lot number was provided. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a solvent application error during manufacturing.